Manufacturer narrative:
Device investigation narrative - there was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation revealed that the unit gets hot. The complaint has been confirmed and a root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time. Manufacturing records show that the device was released to distribution new in october of 2016. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Evaluation codes updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the dyonics powermini with hand controls overheated. This occurred during the procedure, and a backup device was available and used to complete it. There were no delays or patient injuries reported.